Manufacturer narrative:
See related regulatory report 2029214-2020-01275. If information is provided in the future, a supplemental report will be issued.

Event description:
Menges, a.-l., trenner, m., radu, o., beddoe, d., kallmayer, m., zimmermann, a., <(>&<)> eckstein, h.-h. (2020). Lack of durability after transarterial ethylene-vinyl alcohol copolymer-embolization of type ii endoleak following endovascular abdominal aortic aneurysm repair. Vasa. Zeitschrift fur gefasskrankheiten, 49(6), 483¿491. Https://doi.org/10.1024/0301-1526/a000905. Medtronic received a literature article pertaining to patients treated with onyx for a type ii endoleak. In this article the average age of the patients was 77.8 years, a majority male. Technical success of treatment was 93.3%. There was one case that was not successful despite using 29 vials of onyx as it was not possible to embolize all of the feeder vessels. The 30 day-complication rate was 26.7%, including 2 cases of intestinal ischemia, 1 case of myocardial infarction, and 1 case of surgical site infection. In one case, milder ischemic colitis was observed due to embolization of ima. In this case no further intervention was necessary. In 3 patients the endoleakwas detectable in ceus on second postoperative day. During fu a recurrent endoleak was detected in another 5 patients after 40 days. Renewed aneurysm growth was evident in 20.0% (4 patients). Revision was performed on patients, one due to open ligation of lumbar arteries, one due to open repair because of secondary rupture. 2 cases received intervention because of persistent bleeding after rupture.